Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 300600 and lot number 221109. The review did not reveal any detected abnormalities during the production process that could have contributed to this reported incident. The physical sample was noted as being shipped for evaluation by our quality team; however, the sample could not be located. Unfortunately, a sample analysis was not possible. Based on the provided feedback of ¿recapped needle,¿ we can confirm that this incident is related to the handling of the product. Re-assembly of the shield onto the needle is not an advised practice for this product. If this is your preferred technique (recapping the needle after use), we recommend using the bd eclipse smartclip needle, since it is a security needle with a focus on needle stick prevention after use. Please contact your bd sales and/or marketing organization for assistance.

Event description:
It was reported that bd needle pierced the cap when it was recapped by the user after use. The following information was provided by the initial reporter: staff member finished administering medication to patient, safely recapped needle, but then the needle came through the cap into staff member finger. For this instance for needle stick, 1ea involved.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.